Event description:
Information received a smiths medical intubation/portex endotracheal tubes polar' when inflating the probe's cuff, it blew.' No patient adverse events reported.

Event description:
Investigation results completed on a smiths medical intubation/portex endotracheal tubes polar will be summarized in h-10

Manufacturer narrative:
Investigation completed on a smiths medical intubation/portex endotracheal tubes polar tube. The device was returned in original package with p/n 100/133/070 and l/n 3585172. Upon visual inspection from 12'-16" the device overal was in good condition. Testing was done by inflating balloon under water and discovered tear and leaking. The quality review was done (B)(6) 2020 p/n 100/133/065 l/n with reviewing manufacturing process and 32 sampes, with 100 % accuracy with no discrepancies. Five samples were taken and damaged to replicate event. Difficulty with testing, do to no light was on and the mechanical arm was not activated, so the samples were rejected. Pictures attached. The complaint was not verified as the device passes 100% testing prior to release, root cause isolated to device ballon becoming torn on sharp edges after released to consumer.